Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported symptom upstream occlusion alarm was confirmed, however, could not be reproduced. Cracks were found in the ultrasound flex tail pins which can cause the alarm. As a result, the upstream sensor assembly was replaced.

Event description:
It was reported that a pump was alarming for an upstream occlusion. There was no pt injury.